Manufacturer narrative:
On (B)(4) 2015 an ocd field engineer (fe) arrived at the customer site camera reader adjustment slightly off. Fe performed camera reader/optics adjustment and received a brightness value of 115 (within specification of 101-128) . Created a new reference image with in date optic card. Wadiagnostics was repeated and card read successfully. Card in question was read on provue after adjustment, results were consistent with manual and second provue testing. Fe instructed customer to spin cord sample before testing and retested, results were 2+. The investigation determined that the most likely root cause of this event was instrument related as well as not following the proper protocol of spinning the cord sample prior to testing. No incorrect or erroneous results were reported as a result of this incident.

Event description:
Customer reported obtaining negative results from provue for a dat done on a cord blood sample. Visual inspection of the card indicated weakly positive reactions. Dat was repeated manually in gel, on a second provue and in tube and received 1+ reactivity in all three methods.